Event description:
Upon insertion of the iol as the lens unfolded, it was noted that a haptic was broken off of the lens. It was then removed from the eye. The broken haptic was found in the anterior chamber and removed also. Elected not to insert any lens. Post op aphakic lens (contact) planned. Expiration date: 2000.